Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2026. On (B)(6)2026, shortly after sensor insertion, the patient¿s cgm displayed a low reading. Although the patient did not experience symptoms of hypoglycemia, they self-treated with orange juice and glucose tablets. Following this, the patient developed symptoms consistent with hyperglycemia, including severe leg pain, sweating, and feeling unwell. The patient performed a fingerstick test, which returned a high blood glucose result; the cgm reading at that time was not reported. The patient was transported to the emergency room, though the method of transport was not known. Upon arrival, a fingerstick measurement showed a blood glucose level of 680 mg/dl. The cgm value at that time was also unknown. The patient was treated with intravenous insulin and was discharged after ¿several hours.¿ at the time of the report, the patient was reported to be stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.